Manufacturer narrative:
H10: g4, h2, h3, h6. The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the returned device and revealed a missing set screw. A functional evaluation revealed the device does not actuate due to the missing set screw. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was confirmed and the root cause was associated with maintenance. Factors that could have contributed to the reported event include repeatedly rough sterilization processes or lack of functional tests after sterilization to verify complete assembly.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the basket punch was broken. It is unknown whether there was a back up available or delay in the case and if the event happened during surgery. No patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.